Event description:
The lay user/pt called lifescan (lfs) in 2005 and alleged that the cap on her lancing device would not stay on. The medical affair specialis (mas) spoke to the pt and obtained/verified the following info. The pt stated that she was unable to test on her meter for one week because she could not obtain a blood sample. During the time she was unable to test, she also had a virus, which caused nausea and vomiting leading to dehydration. In 2005 she went to the hosp because of her symptoms. Upon arriving, her blood glucose was tested; the result was "400-something". She was treated with insulin and admitted due to the virus and her high blood glucose and was released 2 days later. The pt takes oral diabetes medication and lantus insulin before bed; she continued to take her set amount of both while unable to test. A replacement lancing device has been sent to the pt.